Event description:
It was reported that the lead was replaced due to increasing and fluctuating impedance. It was noted at explant that the lead was damaged. No patient complications were reported as a result of this event. It was reported that the lead was replaced due to impedance raise and fluctuation. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The sprint fidelis lead model is included in a field advisory. Evaluation summary: (B)(4): no anomalies found that would contribute to high impedance readings; distal conductor was distorted, proximal conductor wear found, inner and outer tubing kinked/buckled, outer insulation was breached cut, apparent explant damage; full lead in segments returned and analyzed. Performance data from the ICD device showed varying impedance. The rv weekly max pace impedance measurements was consistently in the 600s until the week ending (B)(6) 2006 when the value was 1904 ohms. This reading remained variable through the last week ending (B)(6) 2008 with a range of 640 - 2144 ohms.

Event description:
It was reported that the lead was replaced due to increasing and fluctuating impedance. It was noted at explant that the lead was damaged. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The sprint fidelis lead model is included in a field advisory. Evaluation summary: no anomalies found; full lead in segments returned and analyzed. Other text : it was reported that the lead was replaced due to increasing and fluctuating impedance. It was noted at explant that the lead was damaged. No patient complications were reported as a result of this event. Actual device involved in incident was evaluated. Electrical tests performed; mechanical tests performed. Visual examination: device performed according to specifications. Device evaluated and alleged failure could not be duplicated. Impedance, high, damage, internal/external, impedance, low.